Event description:
It was reported that patient underwent partial knee arthroplasty as part of a clinical study on an unknown date. Subsequently, the patient suffered a ground level fall during hospital stay and dislocated her meniscal bearing. A revision procedure was performed on (B)(6) 2008 to remove and replace the femoral component, tibial tray and tibial bearing. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Date implanted: unknown. This report filed april 29, 2011.